Event description:
Facility used a non-functioning golvo to transfer a pt from bed to wheelchair. (Base of glovo was known to be non-functioning, and was not removed from service.) Leg of lift was positioned between the wheels of the wheelchair, to the side of the wheelchair. Resident was lowered, caregiver used lower back handle to pull resident to seat. Glovo tipped to side. Mast of the golvo struck caregiver in head. Resident seated in wheelchair without injury.